Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) was removed and wasted during an initial procedure. Additional information received reports the patient required a vitrectomy and when the lens was in the eye zonular dialysis occurred. The procedure was completed using a backup lens.